Event description:
The customer reported bellavista1000e went into standby mode without warning. Furthermore, the patient was switched to another vent, but no harm.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logfile shows blue screen appeared on unit. No exact root cause could be determined at this time as the investigation is still in progress. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to determined the exact root cause, but most likely the issue is caused by a hardware issue on the epc. Vyaire medical technical support checked the unit logfile and found no failure. Ventilation would have continued with the last settings.